Event description:
The customer sent a medwatch that indicated, during a tonsillectomy and adenoidectomy procedure on a seven yr old pt, the corner of the pt's mouth was burned. Ointment was applied and a plastic surgeon was consulted. No further treatment was anticipated.